Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website for this implantable cardioverter defibrillator (ICD) exhibited a code 1003, indicate of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. T/s confirmed device code 1003, and provided recommendations in a device change out in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that a red alert posted to the latitude website for this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, indicative of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. T/s confirmed device code 1003 and provided recommendations to perform a device change out in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this ICD device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned in the near future.